Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. The lot rlx162 is made up of powder lot 475kx1 and liquid lot 944kx which were also reviewed and no discrepancies noted. There have been no other events for the lot referenced.

Event description:
Mw (B)(4): simplex cement (x2) was used for a total knee arthroplasty. The cement was used on the femoral and tibial components. At 5 minutes the cement was hard and not able to be used for the patella. Both batches used were from the same lot number. A new batch with a different lot number was opened to the field and used on the patella component which dried in 18 minutes. After completion of the case. A third batch of cement from the affected lot number was opened and mixed. The cement dried in 3 minutes.

Manufacturer narrative:
An event regarding setting time involving simplex p cement was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection and functional testing was completed on the three retained samples tested from the reported lot. The results were satisfactory and within specification. Medical records received and evaluation: not performed as no medical records were provided. Device history review: bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been one other similar event for the lot referenced. Conclusions: the investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retained samples of the reported lot code were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.

Event description:
(B)(4): simplex cement (x2) was used for a total knee arthroplasty. The cement was used on the femoral and tibial components. At 5 minutes the cement was hard and not able to be used for the patella. Both batches used were from the same lot number. A new batch with a different lot number was opened to the field and used on the patella component which dried in 18 minutes. After completion of the case. A third batch of cement from the affected lot number was opened and mixed. The cement dried in 3 minutes.